Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a robotic radical prostatectomy procedure, the staples did not form properly. The knife blade derailed from the tract and a piece of the cartridge became damaged. Another device was not necessary to complete the procedure, as there was not much bleeding. There was no pt consequence.